Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the reported event of distal tip detached exposing the corewire tip. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a stone extraction procedure performed on (B)(6) 2014. According to the complainant, the distal tip of the jagwire guidewire detached inside the common bile duct exposing the tip of the metal corewire. The detached tip was retrieved. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual analysis of the device revealed that pebax section was detached, exposing the corewire tip. Presence of adhesive remnants was found indicating that the pebax was properly attached to the corewire. There was no evidence of corewire fracture and the ptfe jacket did not present any anomaly. The complaint was confirmed. However, the available information fails to indicate a definite root cause. Based on all gathered information, the most probable root cause is undeterminable. There is an investigation in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a stone extraction procedure performed on (B)(6) 2014. According to the complainant, the distal tip of the jagwire guidewire detached inside the common bile duct exposing the tip of the metal corewire. The detached tip was retrieved. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.